Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start up. Analysis of the log file showed ¿voltage error on output 24v1 m-cab¿, which confirmed the malfunction. Upon troubleshooting, fse found that the dcps(direct current power supply) was faulty. To resolve the issue, fse replaced the dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not start up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.